Event description:
The pt was implanted with a left ventricular assist device. It was reported by the vad coordinator that after the power base unit was plugged back into an electrical outlet power returned, the lvad pump did not automatically restart. The set speed above 8000 rpm and the pump restarted after the bad coordinator manually started it from the system monitor. The system controller was exchanged with another system controller.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.